Manufacturer narrative:
A ge service representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The fse reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionally. This could result in a procedure delay. There is no report of injury or death associated with this event.